Manufacturer narrative:
(B)(4). D10- medical product segmental variable stiffness stem extension bowed. Item# 00585207416 lot# 63061848. Unknown 30 mm collar. Unknown zimmer fixed tibia cone. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient underwent a right total knee arthroplasty and subsequently is being considered for a revision due to femoral loosening. Attempts to obtain additional information have been made; however, no more information is available.